Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced intermittent elevated blood glucose (bg 396 mg/dl) and ketone level was 3.6 mg/dl. An insulin pen was used to address bg. Customer's parent changed pump supplies multiple times. Parents took customer to the hospital on (B)(6) 2021. No information regarding what treatment was administered. Customer was discharged the same day. Upon follow up, customer's clinic performed a pump system check and pump was found to be functioning properly. Reportedly, customer changed the type of infusion set used from autosoft 90 to trusteel. No additional information was provided.